Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the guidewire could not be removed from the left ventricular lead. The lead was no longer used and replaced. The patient was in good condition post procedure.